Event description:
Related manufacturer reference number: 2017865-2021-36185, related manufacturer reference number: 2017865-2021-36186. It was reported that the patient had an unspecified infection. Additionally, the right ventricular lead exhibited insulation damage. The pacemaker system was removed. The patient was stable.

Manufacturer narrative:
The reported event of infection could not be confirmed. Interrogation of the device revealed that hte device was above elective replacement indicator (eri) when received. Visual examination and did not reveal any anomalies.

Manufacturer narrative:
Correction: b5 and d10 should include two more products.

Event description:
Related manufacturer reference number: 2017865-2021-36185 related manufacturer reference number: 2017865-2021-36186 related manufacturer reference number: 2017865-2021-36304 related manufacturer reference number: 2017865-2021-36305 it was reported that the patient's right ventricular lead and right atrial lead were removed and replaced in an unrelated incident. Following the procedure, the patient had an unspecified infection. Additionally, the new right ventricular lead exhibited insulation damage. The pacemaker system was removed. The patient was stable.

Manufacturer narrative:
Correction: h6 investigation conclusions should be 4310 - cause cannot be traced to device.